Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons; the buttons were getting stuck. The customer had tired entering information into the insulin pump and the numbers kept going up. The customer removed the battery. The customer's blood glucose was 7.2 mmol/l. The discontinuation of the device was advised. Nothing further was reported.